Event description:
Reporter indicated the patient's pulmonary symptoms are exacerbated by the vns stimulation, but it was not known what to attribute the pulmonary obstruction to. Follow up with the patient's treating pulmonologist revealed the vns stimulation is causing and exacerbating the pulmonary obstruction, but this is in conjunction with one of the patient's vocal cords (unsure which one) being paralyzed. The paralysis is a result of a traumatic intubation many years ago and is pre-vns implant. The combination of the paralyzed vocal cord and the vns stimulation is causing the pulmonary obstruction event, also known as variable extra thoracic obstruction. This was diagnosed with pulmonary function tests. Normally, a methylene challenge test is used to determine if asthma is present during pulmonary function tests. For this patient, the vns stimulation was used as the "challenge". It was confirmed the pulmonary obstruction is occurring with stimulation on times. There are no interventions currently planned, but the pulmonologist will assist with care if needed.

Event description:
Reporter indicated that she has been diagnosed with pulmonary obstruction and that the pulmonary obstruction is caused and exacerbated by her vns device. All attempts to the reporter's treating psychiatrist for further information have been unsuccessful to date.